Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge was engaged to the handle with introducer sheath pulled back against the shuttle. The sealant was protruding from the shuttle cartridge side slit. Blood was observed on full length of the sealant. Shuttle down procedure was simulated and the advancer tube was not able to engage the tamplock. The tapered end of advancer tube was dissected from examination. Deformed features were observed at the proximal end and internal taper. The deformed features indicated that the advancer tube may have been forced back over the tamp lock. Damage to distal edge of the proximal tamp lock which might prevent the advancer tube from properly engaging the tamp lock. The review of the lhr (lot f1234002) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the reported device deployment jam could not be conclusively determined.

Event description:
It was reported by the aci vascular closure specialist that an (B)(6) male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the femoral head via a 6f sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size >6mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped and deployed per the IFU. It was reported that the technician shuttled down without any resistance. Then the technician shuttled down without any resistance. Then the technician attempted to withdraw the sheath and the sheath got caught sightly then broke free. At this point the technician went to advance the advancer tube and noticed that he sealant was swelled out through the side of the slit in the black tube. The device completely pulled out of the patients body. The device was removed and the technician converted the patient to 10 minute of manual compression in conjunction with a thrombex pad which time hemostasis was achieved . The patient was ambulated and discharged to home the same day with no reported clinical sequela noted.